Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer thought that the number of occlusions had been increasing. The customer's blood glucose level was as high as 400 mg/dl. The pump would be used to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.